Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (email, initial rep name), d5, e2, e3, e4, g2 h6 (type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A getinge field service engineer (fse) found that battery backup was zero and battery module gone expired, rubber cover on the wheel were damaged. Doppler ultrasonic iabp assy which is not manufactured by getinge was found defective also. It was stated that damaged parts needs to be replaced. The unit was checked as per factory protocol, it was suggested to not use it on patient. Quotation was submitted to the customer. Should the customer provide po approval at a later date, the invstigation will be re-opened and further evaluated as appropriate.

Event description:
It was reported by the fse during routine check up that the cs100 intra-aortic balloon pump (iabp) had a battery backup issue, and the doppler and wheel were not working.there was no patient involvement and no harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check, the cs100 intra-aortic balloon pump (iabp) has a battery backup issue. No patient involved.